Event description:
The manufacturer received information alleging a ventilator service required alarm occurred while the device was being used with a passive circuit in nppv. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. A ventilator service required alarm was reproduced during an operational check. The error log was checked and an error code related to the charging of the battery was found. Evt_battery_not_charging_fault means the internal or detachable li-ion battery is not charging due to a hardware fault for greater than or equal to 1 minute the device's removable battery was replaced to address the issue.